Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing. No intervention was performed. The rv lead will be further monitored.